Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing causing short pacing inhibition was observed on a patient's right ventricular lead via remote transmission. The lead was also found to be fractured. The lead was capped on (B)(6) 2019 and replaced. The patient was stable following the procedure.